Event description:
Event verbatim [preferred term] it was still warm the next morning [device issue] , it was still warm the next morning [device use issue]. Case narrative:this is a spontaneous report from a pfizer-sponsored program robax website product reviews received from a contactable non-healthcare professional reporter (on behalf of her mother). A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history included terminal lung cancer. The patient's concomitant medications were not reported. The reporter stated that "a woman in need of some relief!- my mother has terminal lung cancer. I decided to give my sample thermacare wrap for her to have some relief one night. She loved it. She said it was still warm the next morning." Event outcome was unknown. Product quality complaints provided a severity of harm rating of s3. Product quality complaints provided the following information regarding non-defect complaint: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release and there is no severity assigned to a non-defect. Follow-up (21oct2019): this case upgraded to a reportable MDR. Follow-up (18nov2019): new information received from product quality complaints includes: severity of harm rating (s3). Follow-up (21jan2020): new information received from the local product quality complaints includes: information regarding complaints for non-defect subclass. Company clinical evaluation comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.

Event description:
It was still warm the next morning [device issue], it was still warm the next morning [device use issue]. Narrative: this is a spontaneous report from a pfizer-sponsored program robax website product reviews received from a contactable non-healthcare professional reporter (on behalf of her mother). A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history included terminal lung cancer. The patient's concomitant medications were not reported. The reporter stated that "a woman in need of some relief!- my mother has terminal lung cancer. I decided to give my sample thermacare wrap for her to have some relief one night. She loved it. She said it was still warm the next morning." The action taken in response to the events for the product was unknown. The outcome of the events was unknown. Product quality complaints provided a severity of harm rating of s3. Product quality complaints provided the following information regarding non-defect complaint: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release and there is no severity assigned to a non-defect. Product quality complaints provided the following information regarding subclass adverse event safety requested for investigation: in conclusion we are unable to confirm this complaint of it was still warm the next morning. The root cause category is non-assignable (complaint not confirmed as quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety requested for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No additional information has been received from the customer or about the product in question. This investigation is concluded. If additional information becomes available, it will be assess at that time. Follow-up (21oct2019): this case upgraded to a reportable MDR. Follow-up (18nov2019): new information received from product quality complaints includes: severity of harm rating (s3). Follow-up (21jan2020): new information received from the local product quality complaints includes: information regarding complaints for non-defect subclass. Follow-up (24mar2020): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (18may2020): new information received from the local product quality complaints includes investigation conclusion for subclass: adverse event safety requested for investigation. No follow-up attempts are needed. No further information is expected., comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Product quality complaints provided a severity of harm rating of s3. Product quality complaints provided the following information regarding non-defect complaint: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release and there is no severity assigned to a non-defect. Product quality complaints provided a severity of harm rating of s3. Product quality complaints provided the following information regarding non-defect complaint: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release and there is no severity assigned to a non-defect. Product quality complaints provided the following information regarding subclass adverse event safety requested for investigation: in conclusion we are unable to confirm this complaint of it was still warm the next morning. The root cause category is non-assignable (complaint not confirmed as quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety requested for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No additional information has been received from the customer or about the product in question. This investigation is concluded. If additional information becomes available, it will be assess at that time.

Event description:
It was still warm the next morning [device issue], it was still warm the next morning [device use issue]. Case narrative: this is a spontaneous report from a pfizer-sponsored program robax website product reviews received from a contactable non-healthcare professional reporter (on behalf of her mother). A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history included terminal lung cancer. The patient's concomitant medications were not reported. The reporter stated that "a woman in need of some relief! My mother has terminal lung cancer. I decided to give my sample thermacare wrap for her to have some relief one night. She loved it. She said it was still warm the next morning." The action taken in response to the events for the product was unknown. The outcome of the events was unknown. Product quality complaints provided a severity of harm rating of s3. Product quality complaints provided the following information regarding non-defect complaint: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release and there is no severity assigned to a non-defect. Additional information has been requested and will be provided as it becomes available. Follow-up (21oct2019): this case upgraded to a reportable MDR. Follow-up (18nov2019): new information received from product quality complaints includes: severity of harm rating (s3). Follow-up (21jan2020): new information received from the local product quality complaints includes: information regarding complaints for non-defect subclass. Follow-up (24mar2020): this follow-up is being submitted to notify that an investigation of the device is ongoing., comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Product quality complaints provided a severity of harm rating of s3. Product quality complaints provided the following information regarding non-defect complaint: complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release and there is no severity assigned to a non-defect.

Event description:
Event verbatim [preferred term] it was still warm the next morning [device issue] , it was still warm the next morning [device use issue]. Case narrative: this is a spontaneous report from a pfizer-sponsored program robax website product reviews received from a contactable non-healthcare professional reporter (on behalf of her mother). A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history included terminal lung cancer. The patient's concomitant medications were not reported. The reporter stated that "a woman in need of some relief!- my mother has terminal lung cancer. I decided to give my sample thermacare wrap for her to have some relief one night. She loved it. She said it was still warm the next morning." Event outcome was unknown. Product quality complaints provided a severity of harm rating of s3. Follow-up (21oct2019): this case upgraded to a reportable MDR. Follow-up (18nov2019): new information received from product quality complaints includes: severity of harm rating (s3). Company clinical evaluation comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.

Event description:
It was still warm the next morning [device issue], it was still warm the next morning [device use issue]. Case narrative:this is a spontaneous report from a pfizer-sponsored program robax website product reviews received from a contactable non-healthcare professional reporter (on behalf of her mother). A female patient of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. Medical history included terminal lung cancer. The patient's concomitant medications were not reported. The reporter stated that "a woman in need of some relief!- my mother has terminal lung cancer. I decided to give my sample thermacare wrap for her to have some relief one night. She loved it. She said it was still warm the next morning." Event outcome was unknown. Follow-up (21oct2019): this case upgraded to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported "it was still warm the next morning", which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.